Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Investigation summary ==> the product was returned to ethicon for evaluation. One empty opened foil and one winding former with three needle-sutures and five detached needles and some suture pieces outside of it were received for analysis. The product code is vcpb864d which is a control release and requires eight strands per packet. During visual inspection of the returned sample, the swage and attachment area were noted to be as expected. In the suture pieces, it was observed that the strands had begun with a degradation process. The foil was visually inspected, and no anomalies were observed during the evaluation. As per the condition of the returned samples no conclusion could be reached in how this issue can be happened the product code vcpb864d contains an absorbable suture. As the samples were received open, the time of exposure to the environment could not be determined and the functional test could not be performed. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. The suture was broken into small pieces even though the product has not been used yet. Another product was used to complete the case. There were no adverse consequences to the patient. Upon evaluation, suture degradation was found.